Event description:
It was reported that a patient underwent a revision surgery for reposition of the pedicle screw in 2006. The date of the initial surgery was a day before. The patient underwent a fusion that was very difficult. The surgery started at 2 pm and was completed at 1am as per the reported rep. Post operatively the patient continued to have leg pain and a MRI was done to evaluate the screw placement. The screw was found to be in the wrong place and the patient was taken back to the operating room for repositioning of the pedicle screw.